Manufacturer narrative:
H11: the device was received for evaluation. External visual inspection revealed device to be in good condition. Internal visual inspection revealed connections were correct and secure, no evidence of moisture or pest infestation. A service history review was performed and revealed that the device has no previous service events in the last 12 months; therefore, servicing did not cause or contribute to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. Review of the event history log revealed that the programmed minimum initial drain volume (0 ml) may have been set too low for the most recent therapies. The hc patient-at-home guide and the hc clinician guide warn users that if the initial drain volume is not programmed at a minimum of 70% of the last fill volume, the patient is at risk of experiencing overfill. Per the homechoice claria clinician guide, the programmed minimum initial drain should be set to at least 70% of the expected peritoneal volume. Based on the device log analysis, the probable cause of the reported event was determined to be the programmed minimum initial drain volume being set too low. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced "feeling full and bloated and was having breathing difficulty". The patient was connected to the homechoice claria device at the time of the event. Renal therapy services (rts) had patient end the therapy early and remove supplies. It was reported that the patient will contact peritoneal dialysis registered nurse (pdrn). Rts initiated the swap of the device and continuous ambulatory peritoneal dialysis (capd) was discussed. At the time of this report, the patient outcome was not reported. No additional information is available.